Manufacturer narrative:
The small clip applier instrument has been returned to intuitive surgical, inc. (Isi). However the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure while using the small clip applier instrument, immediately after the instrument was inserted into the patient's body a clip fell from the tip of the instrument into the patient's body. The clip was immediately retrieved. The procedure was completed as planned.